Event description:
The customer reported the alarm does not sound when weight is removed from the sensor. The customer reported they replaced the batteries with a new supply and a new sensor was used with the alarm and the results remain the same. The customer reported that this was during set-up prior to placing it into use with a pt but did not provide the date that this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Eval of the returned product found the alarm has a delay switch which was set to a 4 second delay. The alarm powers on but when set to voice or voice and tone a screeching noise sounds instead of the voice message and the alarm powers off on it's own after a second. The alarm powered back up on it's own after a couple of seconds. The alarm passes all other functional tests. Note: the instructions for use has a warning statement that when setting a time delay set, the alarm will not activate if weight is removed from the sensor pad, chair belt sensor is unfastened, or pir sensor detects activity before the time delay that you set expires. For example, if you set a 4 second time delay, the alarm will not activate until after 4 seconds have expired. The delay should be long enough to allow some pt movement without setting off alarm, but still give sufficient warning when pt attempts to exit a bed or chair. Assess pt frequently to ensure that a time delay is appropriate. Set the delay at zero (0) with pts at extreme risk of injury from a fall associated with an unassisted bed, chair or toilet exit. (B)(4).